Event description:
It was reported the insulin pump had a crack on the case. The device was not dropped or bumped. Crack was seen on the reservoir compartment. No damage on the drive support cap noted. No car accident. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at a reservoir tube window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.